Manufacturer narrative:
Manufacturer reports number 2124215-2024-42418 and 2124215-2024-42920 are related to the same patient. Relevant information for each device will be captured accordingly. Block h6: patient code e1309 captures the reportable event of feeling incomplete bladder emptying. Patient code e2330 captures the reportable event of chronic bladder pain. Patient code e1405 captures the reportable event of dyspareunia. Impact code f19 captures the reportable event of partial excision of the device. Impact code f2303 captures the reportable event of pain treatment administered.

Event description:
It was reported that the patient underwent a solyx mid urethral sling implant procedure on (B)(6) 2020, during the same surgery an anterior and posterior vaginal repair, enterocele repair and sacrospinous vault suspension were also performed. On (B)(6) 2022, the patient presented pelvic floor relaxation, pelvic pressure, pain, dyspareunia, and urinary incontinence. Another solyx mid urethral sling was implanted. Additionally, during the procedure anterior and posterior vaginal repair, enterocele repair and sacrospinous vault suspension procedure were performed again. The patient tolerated the procedure well and was awoken from general anesthesia, was taken to the recovery in stable condition. On (B)(6) 2024, the patient presented chronic bladder pain, painful urgency, bladder spasms, incontinence and a feeling of incomplete bladder emptying. During palpation, pelvic pain was also noted; however, the patient did not present any mesh exposure. A surgical procedure was performed in which pelvic trigger point injections were administered to aid with the chronic pain and pelvic hypotonicity. The solution consisted of bupivacaine with epinephrine and triamcinolone. Additionally, the existing transobturator slings were excised. It was noted that during the surgery, the mesh was encountered at the level of the bladder neck. The mesh was dissected away from the underlying urethra and surrounding periurethral epithelium before being transected in the midline. An attempt was made to remove the sling anchors; however, these were placed too deep in the muscles to perform safely. Thus, the mesh was transected at the level of the obturator fascia. Cystourethroscopy confirmed normal urothelium and urethra were noted. There were no lesions, masses, sutures, or perforations. There were no further patient complications.